Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : intermittent operation cable the repair of the device was however declined and was returned to the customer unrepaired. The root cause for the device failure could not be determined during the service evaluation. A manufacturing record evaluation was performed for the finished device serial number (B)(4). And no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in chile that the video on the camera head ac - c-mount device was not working when the cable was handled. During in-house engineering evaluation, it was determined that the device had intermittent operation in the cable. There was no procedure nor patient involvement reported. No additional information was provided.